Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), product type: lead. Product ID: 3888-45, serial#: (B)(4), product type: lead. Product ID: 3888-45, serial#: (B)(4), product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances that led to his stimulator burning him included charging. The unit burned at all the leads and at the battery site. The patient noted he could not do anything, the machine hurt, and he could not get it out. Explant of the device had not been scheduled as of (B)(6) 2016, but the patient had been trying. The patient noted that he could not stand the pain any more.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they shut stimulation off in 2014 because it was suddenly burning them. The consumer was meeting with the physician to have the device removed. The doctor requested a manufacturer&#38112;representative (rep) be at the appointment to discuss this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.